Manufacturer narrative:
(B)(4) method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel (f&p) healthcare service center in france where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier confirmed that the audible alarm was not functioning. The unit was repaired and returned to the customer after passing functional and electrical safety tests. Conclusion: we are unable to determine the cause of the reported speaker failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm

Event description:
A healthcare facility in france requested an annual service of a mr850 respiratory humidifier. Upon device servicing at the regional office in france, it was discovered that the audible alarm was not functioning. There was no patient involvement.